Manufacturer narrative:
Mindray service rep reprogrammed the unit.

Event description:
Customer reported the panorama telepack would not transmit to the central station. No patient injury was reported.